Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). Study source - e7058 wf biliary fc chronic panc rct clinical study. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two advanix plastic stents were implanted in a patient as part of the e7058 wf biliary fc chronic panc rct clinical study. On (B)(6) 2017 the patient underwent the initial stent placement procedure as an inpatient procedure. The patient was hospitalized for the procedure from (B)(6) 2017 through (B)(6) 2017. Prophylactic antibiotics were administered. A biliary sphincterotomy was performed and two 10fr x 7cm advanix plastic stents were deployed in a satisfactory position across the stricture. No issues were reported with the devices. According to the complainant, on (B)(6) 2018 the patient was hospitalized due to cholangitis/jaundice. In the physician's assessment, the cholangitis/jaundice resulted from biliary plastic stent obstruction. The exact date of ercp and stent removal was not available as the procedure was performed at another hospital, however, the event was reported to be resolved.